Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 670 mg/dl. The customer¿s other blood glucose level was 430 mg/dl, 440-450 mg/dl and 90 mg/dl. The customer was treated with IV drip and manual injections in the hospital. Customer alleged that insulin pump delivered half of insulin what was programmed. The insulin pump will be returned for analysis.